Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had occasional high blood glucose levels. The caller stated that the customer was hospitalized on (B)(6) 2016 due to heart failure and passed away in the hospital on the same day. The caller stated that the cause of death was heart failure. The caller stated that the customer had heart disease, infection, and stroke. The caller did not know the customer's blood glucose at the time of passing. The customer was not wearing the insulin pump at the time of death; it was removed by emergency workers three hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis.